Manufacturer narrative:
This product was not returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) and high thresholds during a post-implant check. The rv output was reprogrammed but intermittent loc was still observed. Surgical intervention was performed and during an attempt to reposition the rv lead, the helix would not extend properly. The physician thought tissue/body fluid was likely preventing proper rotation of the helix so the rv lead was explanted and replaced. No additional adverse patient effects were reported.